Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the ventricular lp helix stretched and the atrial lp had a clot in the helix. Both lps were removed and replaced. There were no patient consequences.